Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred at the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079192/7079124.